Event description:
Clinical report states the patient was revised to address and adverse local tissue reaction and elevated cobalt and chromium levels. Update rec¿d 4/4/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. There is no new information that would affect the outcome of the investigation. Update 5/28/15-pfs and medical records received. After review of the medical record for MDR reportability, the revision operative note indicated increased metal ions (no labs), metallosis/pseudotumor, and clicking. The cup was thought to be malpositioned, but was found to be in acceptable positon. The stem is being added to the complaint and part/lot is being updated.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Added facility name.